Event description:
No info on way patient had a revision. Have not seen lab results. Hip revision of primary rejuvenate stem to restoration modular. Surgeon revised liner as well due to size. Reduced head size from 40mm to 36mm. Surgeon believes 40 creates to large a fulcrum.

Manufacturer narrative:
This event is related to voluntary recall ra 2012-067. This recall was initiated due to the potential risks associated with modular neck stems.

Event description:
No info on way patient had a revision. Have not seen lab results. Hip revision of primary rejuvenate stem to restoration modular. Surgeon revised liner as well due to size. Reduced head size from 40mm to 36mm. Surgeon believes 40 creates to large a fulcrum.

Manufacturer narrative:
This event is related to voluntary recall ra 2012-067. This recall was initiated due to the potential risks associated with modular neck stems.this device did not contribute to the reported event.

Event description:
No info on way patient had a revision. Have not seen lab results. Hip revision of primary rejuvenate stem to restoration modular. Surgeon revised liner as well due to size. Reduced head size from 40mm to 36mm. Surgeon believes 40 creates to large a fulcrum.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown head. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.